Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was not confirmed.

Event description:
It was reported that the patient's left knee was revised. The patient had fallen and sustained a femoral fracture proximal to the femoral component in situ. Patient's knee as revised to a gmrs/ mrh construct. Rep confirmed there are no allegations against the revised implants.